Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial system implant. During the procedure, they physician noticed that right ventricular lead experienced loss of capture. The lead was re-positioned several times but the capture issues continued. The lead was not used and another lead was used. The procedure was successful and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.